Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient¿s guardian, on (B)(6) 2026, the patient experienced seizures. The cgm was reading 19.8 mmol/l while the blood glucose reading was 1.8 mmol/l. The patient was treated by their guardians with fruit syrup mixed with water which stabilized his bg and patient recovered after the treatment. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.